Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, right ventricular(rv) lead was found to be dislodged. The lead was repositioned on (B)(6) 2019. The patient was stable during and after the procedure.